Manufacturer narrative:
The provided alarm trace showed multiple sample aspiration alarms on the day of the event. The field service engineer (fse) checked the rinse mechanism, pressures, and rinse level. The ise checks were acceptable. The customer verified acceptable operation and performed qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for multiple patient samples tested on a cobas 6000 c (501) module after changing the electrodes. The customer was not sure if the electrodes were conditioned. The customer provided an example for 1 patient sample. Of the data provided, there were discrepant na results. The initial na result was 150 mmol/l and was reported outside of the laboratory. The physician questioned the result. The repeat result on a different c (501) was 142 mmol/l. There was no adverse event. The repeat results were deemed to be correct. The calibration and qc were acceptable prior to the event. After the event, the qc was not acceptable and the customer changed and conditioned the electrodes.